Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 224 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer sent the product back for analysis.

Manufacturer narrative:
Findings: pump received with no button response due to unlocked lcd keypad connector during visual inspection. Pump received with minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.